Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was explanted from patient¿s right eye in secondary surgical procedure because of patient experiencing unexpected post op refraction. There was no incision enlargement. Patient has recovered. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 7/29/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the ar40e lens was not returned in its original package. Visual inspection using magnification was performed to the returned sample: lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material and material looks like body fluids were also observed on lens pieces. Both haptic was observed distorted. The condition in which the sample returned is consistent with a lens that was implanted and removed. The complaint issue reported was not verified. Based on the analyzed of the returned and miq report, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the device were reviewed. There are no discrepancies found during the mrr (manufacturing record review) related to this complaint. The product was manufactured and released according to specification. A search in complaint system revealed only one additional complaint folder for this po number. Product deficiency not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.